Event description:
It was reported that the sterile implant was received without an expiration date. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation of the complained label of the saw blades show that the exp. Date is indeed missing. We are not able to determine the exact cause for this problem. This is clearly a manufacturing fault.